Manufacturer narrative:
Physio-control evaluated the customer's device and upon attempting to power it on, observed that the device's display was blank and that a service indicator was present. Additionally, it was observed that the green led for the on button on the main keypad assembly was lit, indicating that the device was powered on. The device was found to be unresponsive when buttons were pressed. This behavior is indicative of a device lock-up condition; however, to the customer it likely had the appearance of a loss of power (as they originally reported). Physio-control then replaced the system pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during use. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was that the single-board computer (sbc) located on the assembly had a damaged plug connector, designator p12 (located under the sbc shield), which connects the sbc to the system pcb assembly.